Manufacturer narrative:
E1-facility name: (B)(6). The device was not returned to olympus for inspection and the reported failure was not confirmed. A function testing was performed using a representative device and confirmed that if the biopsy valve is improperly attached, the biopsy valve comes off the endoscope when the endo-therapy accessory is removed. Based on the results of the investigation, the probable cause is linked to device but unable to trace more specifically. The investigation could not identify the actual root cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an unknown procedure, the valve of the forceps stopper of the subject biopsy valve had fallen off. It is unknown whether it fell into the patient¿s body or outside of the body, and there has been no confirmation regarding whether it fell into the patient¿s body. Additional information has been requested but not available at this time. There were no reports of patient harm.

Event description:
Additional information received from the customer that the valve of the forceps stopper of the biopsy valve fell into the lung and was succesfully retrieved using a forceps. There were no further reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The b1 was updated to adverse event, b2 was updated to required intervention and h1 to serious injury.